Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to non-electrical environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted and replaced. The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.